Manufacturer narrative:
(B)(4). No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, the pmi group is requesting a tranadermal fail safe replacement hourglass bolt for fail safe for a revision on an unknown date due to unknown reasons. No further information has been provided.